Event description:
Kimberly-clark received a report from (B)(6) stating, "on (B)(6) 2014 a patient was intubated with a 7.5 et with minimal difficulty. Tracheal insufflation, balloon failure with significant air leak, was noted. There was no patient injury and no patient information was provided. The et tube was exchanged and the patient was re-intubated. No sample was available for return." (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.